Event description:
It was reported that a dissection occurred. The patient was diagnosed with an acute inferior wall myocardial infarction (mi) and was referred for a single vessel plasty of the right coronary artery (rca). Following predilatation, a 2.25 x 38 synergy stent was advanced, but while approaching the lesion site, a proximal to mid rca dissection occurred due to not easy to track. A 2.50 x 38 synergy was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with an acute inferior wall myocardial infarction (mi) and was referred for a single vessel plasty of the right coronary artery (rca). Following predilatation, a 2.25 x 38 synergy stent was advanced, but while approaching the lesion site, a proximal to mid rca dissection occurred due to not easy to track. A 2.50 x 38 synergy was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event. It was further reported that the target lesion was mildly calcified and mildly tortuous. The lesion was predilated with a semi compliant (sc) balloon. Following predilatation, the lesion was 70% stenosed. The dissection occurred during the multiple attempts to cross stent at the lesion site.